Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implant wouldn't take a charge. The patient stated that he had so many difficulties recharging that he just stopped charging his implant and was in a lot of pain. The patient reported that he did not think it was an issue with the recharging equipment, but an issue with the battery site. The patient thought that when they replaced the first implant with the current one they must have put it in the same place. The indication for use was non-malignant pain. Additional information was received on 2016-04-07 reporting that the infection had resolved with oral antibiotics and that the patient had seen their hcp. The hcp confirmed the patient's previous infection which was why the patient had recharging issues and had the pain. The patient stated that they were not using the implant and would be having it removed on (B)(6) 2016 since they had not been happy with it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that there was pus and discharge coming out from the implant site. The patient stated that it was confirmed by the healthcare professional that there was an infection at the implant site. The patient stated that the infection had been resolved. The indication for use was non-malignant pain. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.